Manufacturer narrative:
(B)(4). Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 10 states, "fretting and crevice corrosion may occur at interfaces between components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Multiple MDR reports were filed for this event please see associated reports: 0001825034-2016-04137, 0001825034-2016-04139, 0001825034-2016-04138.

Event description:
Patient¿s legal counsel reported patient underwent right hip revision procedure approximately seven years post-implantation due to patient allegations of pain, loosening of acetabular component, elevated metal ion levels, trunionosis with black metal debris, and metallosis. Patient's legal counsel further reported that murky fluid and stained tissues were noted during the procedure. Additional information received in medical records indicates the patient was revised due to loosening, pain, murky-looking fluid, metallosis, trunnionosis with black metal debris.